Event description:
Surgeon reported to co's medical director that the applanutor had been put on the sapphire upside down. The flap was so thick it had to be held back. Lasik was performed while holding the flap back. There was a perforation which caused leakage. Patient had minimal vision at post-op. Patient was doing well as of 7/11/99.